Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush) . It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right atrial lead had no capture. It was decided to explant and replace the lead. No patient complications have been reported as a result of this event.